Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. Visual inspection of the returned product noted stains on the tyvek. The outer box casing was normal.

Event description:
This report is to advise of an event observed during analysis.